Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diazepam (valium), ondansetron (zofran) and promethazine (fenergan). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), rash ("rash"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), back pain ("lower back pain"), arthralgia ("joint pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, headache, vaginal discharge, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, nausea, allergy to metals, rash, weight increased and abdominal pain lower had resolved and the mood swings and anxiety was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one of the essure springs misfired so they had to redo one. Did you retain the device or any portion of it? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, hair loss, hormonal changes: mood swings, migraines/headaches, nausea, nickel allergy, pain, anxiety, rash,vaginal discharge, weight gain,cramping,joint pain added. Reporters,events outcome,concomitant medication,lab data added incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and endometriosis. Concurrent conditions included abnormal uterine bleeding and uterine prolapse. Concomitant products included diazepam (valium), ondansetron (zofran) and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), rash ("rash"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, headache, vaginal discharge, back pain, arthralgia and abnormal uterine bleeding outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, nausea, allergy to metals, rash, weight increased and abdominal pain lower had resolved and the mood swings and anxiety was resolving. The reporter considered abdominal pain lower, abnormal uterine bleeding, allergy to metals, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one of the essure springs misfired so they had to redo one. Did you retain the device or any portion of it? Yes. As per mr, discrepancy noted in date of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, heavy menstrual bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis and endometriosis. Concurrent conditions included abnormal uterine bleeding and uterine prolapse. Concomitant products included diazepam (valium), ondansetron (zofran) and promethazine. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("mood swings"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), anxiety ("anxiety"), rash ("rash"), vaginal discharge ("vaginal discharge"), back pain ("lower back pain"), arthralgia ("joint pain"), abdominal pain lower ("cramping") and abnormal uterine bleeding ("abnormal uterine bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (supracervical hysterectomy (uterus only), hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menstrual disorder, dysmenorrhoea, headache, vaginal discharge, back pain, arthralgia and abnormal uterine bleeding outcome was unknown, the vaginal haemorrhage, heavy menstrual bleeding, female sexual dysfunction, dyspareunia, fatigue, alopecia, migraine, nausea, allergy to metals, rash, weight increased and abdominal pain lower had resolved and the mood swings and anxiety was resolving. The reporter considered abdominal pain lower, abnormal uterine bleeding, allergy to metals, alopecia, anxiety, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, heavy menstrual bleeding, menstrual disorder, migraine, mood swings, nausea, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one of the essure springs misfired so they had to redo one. Did you retain the device or any portion of it? Yes. As per mr, discrepancy noted in date of removal: (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain, heavy menstrual bleeding most recent follow-up information incorporated above includes: on 5-may-2021: mr received. Reporter information, patient's medical history and rcc were added. Event abnormal uterine bleeding added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal bleeding during menstruation"). The patient was treated with surgery (underwent total hysterectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.